Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, brown particles inner device and opening curved on anterior. Leak test and microscopic analysis was performed which identified: shar opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested and is ongoing. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "the implant is leaking" for an unknown side. The device status is currently unknown.